Event description:
On 2/13/87 a device was implanted. On 10/23/96 the cuff was revised. On 3/5/97 the pump was removed from the patient and replaced. Reason not indicated. A tandem cuff was implanted.